Manufacturer narrative:
(B)(4) - infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a coronary artery bypass graph procedure on (B)(6) 2010 and suture was used to close the sternum. The patient came back with a sternal wound infection on (B)(6) 2010. Laboratory test revealed the wound was infected with (B)(6). The superficial wound healed properly. The surgeon opines that the sternal infection may have been caused by the sutures. The patient is now stable.